Event description:
Patient reported "defective and rupture" confirmed via MRI. Later healthcare professional reported "capsular contracture baker grade ii/iii". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening, three openings through microscopic inspection assessed as surgical damage and broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, nicks striated, stress marks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii/iii.

Event description:
Patient reported "defective and rupture" confirmed via MRI. Later healthcare professional reported "capsular contracture baker grade ii/iii". This record is for the left side. Device remains implanted.